Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated free prostate-specific antigen (fpsa) results were obtained on twenty patient samples on an atellica im 1600 analyzer. Calibration was acceptable, and quality control (qc) was within range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed a clog in the sample aspiration probe 1 tubing following an auto-verification failure, performed tubing unclogging, and ran system auto-verification. Then, the cse observed out of range qc, identified a hole in the blue tubing associated with the sample probe, and found that the air pump pressure was below specification. Next, the cse replaced the sensor tubing and pump tubing. During the subsequent visit, the cse observed sample aspiration probe and reagent probe 2 replicate errors, identified misalignment and slight bending of reagent probe 2, requiring complete realignment, and noted significant misalignment between the sample probe position, tubing, and vessel mover manager (vmm) tips, requiring mechanical realignment and theta edge adjustment. Following these actions, the cse observed that wash probe 2 began presenting movement errors, identified damage to the motor cable insulation, and replaced the motor cable, restoring normal operation. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated free prostate-specific antigen (fpsa) results were obtained on twenty patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The samples were repeated on one of the six alternate atellica im 1600 analyzers. The repeat results were lower than the erroneous results and matched the patient¿s clinical assessment. However, based on their internal evaluation, the customer did not issue corrected reports. The customer also reported the fpsa/tpsa (total prostate-specific antigen) ratio on the patients¿ reports. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated fpsa results.